Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a smart touch bidirectional sf catheter and suffered a headache (requiring medication) and a transient ischemic attack (requiring medication). Additional information was received (B)(6) 2019, indicating the severity of adverse event head ache was moderate instead of mild. Manufacture ref no:(B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial (B)(4)).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a headache requiring medication and a transient ischemic attack (tia) requiring medication. Post-procedure, the patient developed a headache. An unspecified medication was administered. Issue is ongoing and improved. Principal investigator assessed this event as mild in severity, not serious, not device-related, and possibly index procedure-related. On post-procedure day 4, the patient developed a tia. An unspecified medication was administered. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, not serious, not device-related, and possibly index procedure-related. There were no device deficiencies.